Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gmx2, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported there were impedances greater than 4000 ohms measured on all bipolar pairs with contact 0 during an implant surgery. It was stated they took the lead out and reinserted it with the same results. It was also noted they cleaned the lead tip with alcohol and reinserted. Reportedly, some fluid was noted in the connector block. They also tested at 1.7 volts with a pulse width of 300 and 210 and got the same results. It was stated they would close up and not use contact 0 to program because the patient got good results with other contacts. It was later reported the patient stimulated fine in programming and they were doing well. It was stated it appeared that the header of the implant was impacted with blood/fluid that was on the lead when it was inserted into the header. It was noted the 0 electrode appeared to be the electrode affected. The patient¿s programming of their implant was focused on the 1 and 2 electrodes. It was stated the manufacturer representative would be meeting with the patient within 30 days. Additional information stated the patient was doing well and they made an adjustment to increase stimulation. It was noted the patient was feeling it in the bicycle seat.